Manufacturer narrative:
As reported, a 6x40mm 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter was delivered to the ipsilateral lesion and inflated for pre-dilatation; however, it ruptured at eight (8) atmospheres (atm). Therefore, it was removed from the patient. A smart stent (6x150mm) was implanted and a saber pta (6x150) inflated for post-dilatation. The procedure completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was not calcified. There was no vessel tortuosity and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). Contrast to saline ratio was 1:2. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 10 atm. The product was removed intact (in one piece) from the patient. The patient is doing fine. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17461865 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (90% stenosis) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an aviator plus .014 6.0x40 142cm was delivered to the ipsilateral lesion and inflated as a pre dilatation. However it ruptured at 8 atm. Therefore it was removed from the patient. A smart stent (6*15) was implanted and a saber pta (6*15 cm) inflated as a post dilatation. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it has been discarded due to infectious disease(s) and will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). Contrast to saline ratio was 1 contrast media:2 saline. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was not calcified. There was no vessel tortuosity and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 10 atm. The product was removed intact (in one piece) from the patient. The patient is doing fine.

Manufacturer narrative:
(B)(4). Product has been discarded due to patients infectious disease(s) a review of the manufacturing documentation associated with this lot 17461865 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an aviator plus .014 6.0x40 142cm was delivered to the ipsilateral lesion and inflated as a pre dilatation. However it ruptured at 8 atm. Therefore it was removed from the patient. A smart stent (6*15) was implanted and a saber pta (6*15 cm) inflated as a post dilatation. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it has been discarded due to infectious disease(s) and will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. Additional information has been requested.